Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and bs obtryx were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, cystocele, rectocele and a mesh was implanted. It was reported that due to mesh protrusion and dyspareunia, patient underwent excision on (B)(6) 2008 and (B)(6) 2008 by implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a cystoclele repair, sling urethropexy, cystoscopy and rectocele repair with mesh implantation. It was reported that the patient was experiencing urinary frequency and frequent urinary tract infections.